Event description:
It was reported the transfer set leaked coincident with peritoneal dialysis (pd) therapy. The leak occurred during use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was reported to be available for evaluation but has not yet been received. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information was provided by the customer that the leak only occurred with the catheter and not the originally reported transfer set. Should additional relevant information become available, a follow-up report will be submitted.